Manufacturer narrative:
The pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: the battery compartment was cracked below and above the grip pad. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 18-nov-2017.